Event description:
It was reported that during a procedure on (B)(6) 2021, the conical extractor was broken while attempting to remove a non-synthes distal humerus plate. No information was provided on the exact surgery date, patient, or lot number. It was noted that fragments were generated. Procedure outcome and patient status is unknown. This report is for a conical extraction screw for 2.7mm & 3.5mm cortex screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.